Event description:
At 6 weeks post total knee replacement it was determined by x-ray that the uncemented tibial component of the depuy lcs rotating platform knee replacement system failed to bond to the bone and had subsided into the tibia.